Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site when charging. It was also noted that the ipg was potruding due to a non device related weight loss. It was also stated that the patient was feeling pain and a non device related numbness at her feet. The patient was also experiencing inadequate stimulation. The physician implanted an additional lead and replaced the ipg. The patient was doing well postoperatively. Explanted ipg will not be returned.